Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation) corrected sections: b5, h6 (component code, investigation findings and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient procedural, including hyperlipidemia (hld), chronic kidney disease (ckd), and coronary artery disease (cad). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to degenerative bioprosthetic aortic valve with severe stenosis. The procedure was performed with a 23mm 9755rsl transcatheter valve. Patient tolerated procedure well and was discharged on pod#5. Per medical records, echocardiogram demonstrated degenerative bioprosthetic aortic valve with severe stenosis with mean gradient of 36 mmhg. The patient underwent transcatheter aortic valve replacement performed with 23mm 9755rsl sapian 3 ultra resilia transcatheter valve deployed successfully in the 23mm 3300tfx aortic valve. Tee demonstrated a well seated valve with no trace of pvl and mean gradient 11mmhg. The patient tolerated the procedure well and transferred pacu in stable condition and discharged pod#5. This is a 69-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years, 5 months due to stenosis. The procedure was performed with a 23mm 9755rsl transcatheter valve.